Event description:
It was reported that a physician attempted to implant a resolute integrity rx drug eluting stent in the proximal rca-with moderate tortuosity, severe calcification and 80% stenosis of a patient. There were no anatomical abnormalities reported and the patient's medical history specified there were no known allergies. No damage was noted to the packaging and there were no issues noted when removing the device from the hoop. There were no difficulties noted when removing the protective sheath. The device was inspected with no issues reported. Negative prep was not performed. The inflation device remained on neutral pressure during delivery of the device. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. No excessive force is reported to have been used. Stent dislodgement during removal is reported to have occurred following failure of device to cross the lesion. It is unknown if the stent dislodged inside or outside the body. No injury is reported to have been caused to the patient. Patient returned 2 days later and a pci was performed on the proximal rca using a non-mdt device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.